Event description:
Excessive spillage in the area of the water trap noted. Evaluation by the MFR revealed a problem at the site of the water traps & the circuit has been changed to create a better fit between the water trap & its mating components.